Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that the mobile view station (mvs) did not appear to be holding a charge even after the system has been plugged in and charging. It booted and functioned normally when it was out of the room post case to transfer images to pacs, they received a message that said "check power source or connect to wall outlet or you are going to lose your work." There was no patient present when this issue was identified. Onsite investigation suspected that the issue might have been caused by the uninterruptible power supply (ups) and the ups battery cartridge. Replacement of the ups and the ups battery cartridge resolved the issue. No further issues were reported. Analysis of the returned ups could not confirm any failure as it passed all tests without issues. The old ups battery cartridge was not returned to manufacturer for analysis by the site, therefore, no findings will be possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the mobile view station (mvs) did not appear to be holding a charge even after the system has been plugged in and charging. It booted and functioned normally when it was out of the room post case to transfer images to pacs, they received a message that said "check power source or connect to wall outlet or you are going to lose your work." There was no patient present when this issue was identified.